Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The bifurcated stent graft was implanted, however, the physician lost wire positioning and was unable to re-cannulate the gate. The physician elected to convert the pt to an aui with the use of an aortic cuff. (MDR# 2953200-2009-01150). Upon final angiogram, there was an endoleak between the bifurcated stent graft and the aortic cuff. (MDR # 2953200-2009-01151). The physician placed another MFR's stent and the type iii endoleak resolved. The physician performed a femoral to femoral bypass. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval codes, results and conclusions: physician lost guidewire positioning.